Event description:
It was reported that pump battery was not charging, the distributor received the pump for troubleshooting and confirmed that pump only charged when cable was manually held in place. There was no reported impact to the customer¿s blood glucose level. Distributor planned to check device and provided replacement pump, while no additional corrective actions were described.